Manufacturer narrative:
Clinical evaluation performed on 02 march 2018 by medical affairs: progressive mobilization of femoral stem in cementless primary tha. No information is available, except the radiographies. The stem has been in situ at least 7 years, judging from the dates on the xrays. With the information at hand, no reasonable hypothesis can be made as to the possible causes for this adverse event.

Event description:
Amistem h loosening after 7 years. Revision surgery scheduled on (B)(6) 2018.

Manufacturer narrative:
Lot 111224: (B)(4) items manufactured and released on 11 may 2011. Expiration date: 2016-04-30 no anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event.